Manufacturer narrative:
Not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges interrupted sleep as the machine is causing them "to wake up in the middle of the night with a watery mouth" and very high blood pressure. In addition, the patient mentions the air they are "breathing through nose feels very hot." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box b1 was corrected to both (only product problem was checked in previous MDR) box b2 was corrected to other (previously it was blank) box h1 was changed from malfunction to serious injury. Box h6- health effect - impact code was updated. 510k has been updated.